Event description:
It was reported that a bd pegasus y 22ga x 1.00in ss prn npvc leaked at the tubing junction. The following information was provided by the initial reporter, translated from chinese to english: the patient underwent a lower uterine segment cesarean section on (B)(6) 2024, and was taken off the table after the procedure for rehydration, which was completed with the removal of the infusion set. The family then rang the bell and called, complaining of bleeding from the indwelling needle for no apparent reason, and the nurse then checked and found that the negative pressure connector could not be connected tightly, and then prepared to jam the clasp and found that it failed to stop in time, and finally used a heparin cap to stop the blood flow.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
1.DHR/bhr review: 1-the batch number of the complained product is 2307762, is 22g and product code is 383884, produced on 2022/11, with a total of (B)(4) pieces in this batch; 2-the smart-site batch number used in this batch of products was 22084437/22088803; 3-inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; 4-check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products;" 2. The customer did not return sample and provided the video of the defective sample. From the video, it can be seen that liquid overflowed from the slit of the smartsite connector, and it was suspected that the connector was damaged. 3. Take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, it can be seen from the video provided by the customer that liquid overflowed from the slit of the smartsite connector. The smartsite connector is assembled manually and the connector will not be damaged during assembly. It is suspected that the raw material of the connector is damaged. The smartsite connector is manufactured by bd switzerland sari, need bd switzerland sari help do the investigation. The factory will continue to pay attention to and monitor the trend of defect complaints.

Event description:
No medical intervention required. No additional informaiton provided.